Event description:
Revision right knee surgery due to patient pain. Surgeon noted bearing component motion even though fully seated.

Manufacturer narrative:
An event regarding loosening of the bearing component involving a triathlon baseplate was reported. The event was not confirmed. Method and results: the product was not returned for evaluation. Medical records were not provided. The device history review and complaint history review could not be performed as lot information was not provided. Conclusions: it was reported that the surgeon noted bearing component motion even though fully seated. As the insert component was fully seated, lead to the rationale that it was the reported baseplate component that was loose and therefore the insert and femoral components did not contribute to the event. The exact cause of the reported loosening could not be determined with the limited information provided. Further information such as product return, lot ID, x-rays, operative notes, medical records and follow-up notes are needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.